Event description:
It was reported that two pts within the past 2 weeks complained of posterior shoulder pain (location of shoulder not provided). Allegedly, due to over pressurization possibly caused by this unit being calibrated incorrectly.

Manufacturer narrative:
Additional info will be provided once investigation is completed.